Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted that the right cylinder had a hole. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Microscopic evaluation of the first cylinder revealed wear at fold in the middle of its body; in addition, it was noted that the outer tube had detached in its proximal end. The fabric thread of the proximal end of cylinder 1 was frayed with three holes. Consistent with sharp instrument damage; therefore, the component did not pass leakage test. The second cylinder presented buckling folds in the middle to the proximal end of its body. No leaks were identified in cylinder 2. The reservoir was microscopically inspected and tested for leaks. A hole from wear was noted at fold in the reservoir shell; therefore, the component did not pass the leakage test. The pump was microscopically inspected, and leak tested. Upon microscopic examination, it was noted that the component had its kink resistant tubing (krt) worn to filament, in addition to the outer layer of the pump bulb worn from wear. No leaks were identified in the pump. Based on the information available and analysis results, the hole that resulted in fluid leak that was identified in the reservoir could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted that the right cylinder had a hole. All components were removed and replaced. There were no patient complications reported.